Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads, cracked display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that their insulin pump was damaged. They stated that the case, where the insulin is being inserted, was broken and the insulin would not stay in the insulin pump. The customer's blood glucose was 138 mg/dl. The plastic around the reservoir rim was breaking off. The customer stated that some parts fell off approximately a month ago, but the day of the phone call more parts fell off and the reservoir would not lock into the insulin pump. The discontinuation of the device was advised. Nothing further was reported.